Event description:
The following has been reported: nurse reported: "while priming ns to start transfusion, tubing was leaking at the flow dial site, rn removed from cassette and checked flow dial and attached to pump, leaking persisted, rn changed tubing sets. New tubing was used" patient harm: no. A preliminary review identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. Units were visually inspected and the gold foil was present in the sets, according to the applicable drawing. No visual defects were observed. Underwater leak test revealed leak at cassette in the flow dial. Dye test revealed the leak was between knob and flow dial. An autopsy was performed at the set, when opened the seal was positioned with the wafer side up, meaning that it was incorrectly positioned. The customer complaint is confirmed. The root cause is a incorrect assembly at the flow dial seal positioning. The seal was assembled with the wafer side up, causing the leak. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections, 4) primary lube machine identifies the correct positioning of the seal. The batch record fa25b17134 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.